Event description:
It was reported that the patient received inappropriate shocks. The right ventricular (rv) lead had high impedance and oversensing. Fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).